Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with priming the insulin pump. Customer's blood glucose was 34 mg/dl to 74 mg/dl. Unknown at the time of incident. Troubleshooting for the low blood glucose was declined by the customer but customer was advised on priming and rewind protocol. No further details given.